Event description:
A patient death follow-up form was received indicating that the patient experienced an increase in seizures with vns therapy. The death was reported in MFR. Report # 1644487-2014-01890. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.